Event description:
It was reported via repair work order that the compression springs were missing from the left and right latch assemblies, and therefore the side rails had a potential to become unlatched during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.